Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was found the following. - when the subject device was connected to the otv-s300 which was the asset of omsc, the image was displayed without problem, but the image disappeared soon after. - when the subject device was connected to the otv-s190 which was the asset of omsc, the image was displayed without problem, but soon after, the error e218 which indicated the subject device was damaged occurred and the abnormal image (vertical line image). The power of the system was cycled, the scope communication error b31 occurred. Omsc replaced the electrical circuit board in the video connector of the subject device, the image was displayed without any problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and investigation result of the subject device, omsc surmised that the reported phenomenon might be attributed to the failure of the electrical circuit board in the video connector of the subject device due to following. - the over current was applied due to connecting/disconnecting the video connector with condition of the video system center turning on the power. - the static electricity was applied to the electrical contact of the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that when the subject device was connected to the otv-s300, the color bar image appeared on the monitor and then the image turned blackout. The user replaced the subject device to another ltf-s190-10 and completed the procedure. The field service engineer visited the facility and checked the subject device, while the subject device was connected to the otv-s190, the error e218 which indicated the subject device was damaged. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.